Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi).

Event description:
There was two resolute integrity rapid exchange (rx) drug eluting stents and two other brand stents implanted in the lad, one resolute integrity (rx) and one other brand stent implanted in the lcx and one resolute integrity (rx) and one other brand stent implanted in the rca during the index procedure. It is reported that the patient suffered an mi on the same day as index procedure. Investigator has indicated that the event was possibly related to the study device.